Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has a reoccurring dislocated shoulder. Surgeon removed glenoid that was loose and implanted a new pegged glenoid and a larger thicker humeral head size 52x17. Surgeon relocated shoulder and found it to be stable.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. Although it was reported that the patient experiences reoccurring dislocations, it was determined that this event is attributed to a loose glenoid. No allegations were made against any of the remaining devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has a reoccurring dislocated shoulder. Surgeon removed glenoid that was loose and implanted a new pegged glenoid and a larger thicker humeral head size 52x17. Surgeon relocated shoulder and found it to be stable.